Event description:
Consumer reports head came off while brushing teeth and scratched his cheek. This is reported as malfunction with the potential to cause serious injury.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. The head was made at the following location: (B)(4). The handle was made at the following location: contract manufacturer (B)(4).